Event description:
The procedure was a fistulagram, angioplasty graft access. The evercross balloon was inflated in a fistula graft. The balloon was pulled back into sheath with resistance. When the evercross balloon was pulled out of sheath, it was noted the catheter was broken, and that a portion of the balloon material and the distal portion of the catheter remained inside the vessel. The physician did not try to retrieve any portion because the patient was going to have fistula revision surgery and the physician will retrieve the rest of the balloon at that point.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.